Manufacturer narrative:
Section b3: the date mentioned in this section is an approximate, it was not provided by consumer the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use device.

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. This report is to address event one (1) and is one (1) of two (2) the consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. On the same day, confirmation testing was performed at the office (platform unknown) generated a positive result the consumer stated she was sick. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The date mentioned in this section is an approximate, it was not provided by consumer the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned, single use device.

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. On the same day, confirmation testing was performed at the office (platform unknown) generated a positive result the consumer stated she was sick. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Section b3: the date mentioned in this section is an approximate, it was not provided by consumer the required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. This report is to address event one (1) and is one (1) of two (2). The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. On the same day, confirmation testing was performed at the office (platform unknown) generated a positive result . The consumer stated she was sick. No additional patient information, including treatment and outcome, was provided.